Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 95% stenosed lesion being treated was located at a trifurcation in the severely calcified, moderately tortuous distal right coronary artery (rca). The lesion was pre-dilated with a 2.0x15mm non-bsc balloon. First the physician implanted 2 3.0x29mm non-bsc stents in the proximal rca. The physician attempted to place a 2.25x12mm taxus liberte drug-eluting stent, but was unable to cross the lesion. Upon removal, the physician found one or more of the stent struts were lifted. The physician decided to leave the lesion at trifurcation distal rca untreated. No patient complications were reported. Patient status reported as "stable."

Manufacturer narrative:
The returned device was consistent with the complaint incident. Initial visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found on the hypotube. Solidified contrast media was present inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited.